Manufacturer narrative:
Device manufacture date was unk as no lot number was provided. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that during a navigus biopsy, the guide stem would not lock into the straight base, it kept popping out. The angle of the guide stem was not a steep angle, ruffly 10 degrees. The medtronic representative advised the surgeon to explant the straight base and implant the angled base from the kit which resolved the issue. Surgeon was able to continue the surgery with the use of the stealthstation. There was no impact on the pt outcome.